Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that the stimulator was not working right. Caller stated that the stimulation used to be at 2, however now they were having to turn the stimulation up to 4 to get it to stimulate and when it did, the stimulation was so strong that they didn't function and it felt like it froze them. Caller said that they couldn't leave the stimulation on because it hurt. Agent asked the caller if they wanted to decrease the stimulation. Caller stated that decreasing the stimulation would not provide relief for their sciatica. Agent reviewed with the caller that they would need to contact a manufacturer representative (rep) for reprogramming. Agent provided the caller with the national answering service (nas) number for their healthcare provider office. Patient's representative called back and stated wanted to get a rep to check patient's implant for evaluation. Agent provided nas again and explained that their hcp should be the one calling not them in order to set an appointment with a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports that they can no longer use the stimulator because it burns. Pt reiterating that it was so high they couldn't function, they turn it off and it burned "for awhile". When prompted on the steps taken to resolve their issues the patient writes "it did need to turn up the points at 4.0 I couldn't move, I'll leave it there for 5 min turn off some pain would be gone". Pt reports the issue is not resolved and no further actions are planned to resolve this issue.

Event description:
Additional information was received from the patient (pt). They reported that they did have to turn their stimulation up to help with the pain. The pain would always be at their feet and nerves a lot. Pt noted program number 4 was so high they couldn't move when it was on. Pt did not visit their hcp to resolve the issue. Pt noted they tried calling mdt several times. Pt reported they wanted to take the machine out. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.